Manufacturer narrative:
Submit date: 02/12/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a suction catheter. According to the reporter: the doctor was suctioning the patient and the suction catheter rolled up in patient's throat causing the patient to choke on secretion. The patient had to be ventilated and admitted to nicu. The doctor said the catheter is softer than the ones he previously used.

Manufacturer narrative:
This report was filed in error. Per additional review, this item is not sold in the united states, nor is there a similar device. There will be no subsequent reports filed against this report number.